Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: b5, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, there was additional findings of non-functioning scope detection and constant blinking of the front panel. The root cause of all these events was likely a stuck scope detection slide, which was not functioning due to failure of the output connector. Olympus will continue to monitor field performance for this device.

Event description:
An error of failed white balance was also popped up. The issue occurred before the procedure and was completed without any delay.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source output connector was broken and could not be connected. There were no reports of patient harm.